Manufacturer narrative:
If implanted; give date: not applicable as the iol was not implanted. If explanted; give date: not applicable as the iol was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported zcb00 20.5 diopter intraocular lens (iol) the lens was caught in packaging and it was distorted when opened. Through follow up, customer account provided additional information confirming no patient contact and the same procedure was completed successfully using backup lens with same model and diopter size. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information device available for evaluation: yes. Returned to manufacturer on: 12/03/2018. Device returned to manufacturer: yes. Device evaluation: returned lens was received in its original box and lens case. Visual inspection of the lens with the unaided eye did not show any obvious damage to the haptics. Further inspection at 12x magnification did not reveal any damage to the haptics. The reported issue was not verified. Manufacturing records review: during the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Labeling review: the labeling review was completed and revealed that the directions for use (dfu) provide the customer with proper usage instructions and guidelines. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.